Event description:
A health care professional reported following the intraocular lens implantation the patient had experienced corneal edema and a rise in the intraocular pressure. The patient had also complained about poor vision three days post operative. One week post operative the patient complained about vision not as sharp as hw would like it to be and states that there was no major improvement in the vision. Felt the vision was better out of the other eye with specs on than the surgery eye. There was no discomfort or irritation. The intraocular pressure was normal one week post surgery. Patient uncorrected distance vision is satisfactory and the patient was pleased with the visual outcome. The patient is also considering an lens exchange for the left eye as the lens was too strong. Addition information has been received stating the lens was explanted in a secondary procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Information was provided that the stigmatism and visual issues were related to a calculation error. The 17.5 diopter lens was replaced with a non-toric 18.5 diopter lens. The degree of difference in the cylinder and spherical powers would support a calculation error. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the different diopter power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol. This was a measurement error that was not caught before surgery.